Event description:
Upon removal of a stent delivery system over the guide wire resistance was met. At that time the stent delivery system and the guide wire were removed together. Upon testing outside the body, attempts to remove the wire from the stent delivery system resulted in guide wire tip separation.